Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer service assisted the caller by providing pump reset information and guiding them through the reset process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred, which they acknowledged and understood.